Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) (left fallopian tube)perforation") and neuropathy peripheral ("neuropathy") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst removal in 2009, hyperprolactinemia, gastroesophageal reflux disease, barrett's esophagus and dyspepsia. Galactorrhea not associated with childbirth. Concurrent conditions included constipation, melena and irritable bowel syndrome. On (B)(6)2010, the patient had essure inserted. On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with tremor. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue") and seizure ("seizures"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salphingectomy and hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and neuropathy peripheral outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, neuropathy peripheral, pelvic pain, seizure and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion on (B)(6) 2010, the uterine contour and cavity were normal. Essure coils were identified in appropriate position. Neither fallopian tube was filled with contrast. On (B)(6) 2016, microscopy revealed uterus and bilateral fallopian tubes with essure. No pathologic abnormality, uterine cervix. Secretory endometrium. Focal adenomyosis, myometrium. Serosal congestion with minimal fibro vascular adhesions, left uterine cornu. Serosal congestion and fibro vascular adhesions and bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) (left fallopian tube)perforation") and neuropathy peripheral ("neuropathy") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst removal in 2009, hyperprolactinemia, gastroesophageal reflux disease, barrett's esophagus and dyspepsia. Galactorrhea not associated with childbirth. Concurrent conditions included constipation, melena and irritable bowel syndrome. On (B)(6) 2010, the patient had essure inserted. In 2011, 5 years 11 months after insertion and 1 day after removal of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with tremor. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), seizure ("seizures"), abdominal pain ("pain abdominal") and back pain ("lower back pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, neuropathy peripheral, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, neuropathy peripheral, pelvic pain, seizure and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2010, the uterine contour and cavity were normal. Essure coils were identified in appropriate position. Neither fallopian tube was filled with contrast. On (B)(6) 2016, microscopy revealed uterus and bilateral fallopian tubes with essure. No pathologic abnormality, uterine cervix. Secretory endometrium. Focal adenomyosis, myometrium. Serosal congestion with minimal fibro vascular adhesions, left uterine cornu. Serosal congestion and fibro vascular adhesions and bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: plaintiff fact sheet received. Events added from pfs- abdominal pain, lower back pain. Onset date vaginal haemorrhage, menorrhagia were update. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) (left fallopian tube)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst removal in 2009, hyperprolactinemia, gastroesophageal reflux disease, barrett's esophagus and dyspepsia. Galactorrhea not associated with childbirth. Concurrent conditions included constipation, melena and irritable bowel syndrome. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 11 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue,"). The patient was treated with surgery (to remove the essure implant/ hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-dec-2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New information provided: reporter, patient demographic information, relevant history, lab data and concurrent condition, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, start date updated. The event hysterectomy replace with abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue and perforation (other) (left fallopian tube). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) (left fallopian tube)perforation") and neuropathy peripheral ("neuropathy") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst removal in 2009, hyperprolactinemia, gastroesophageal reflux disease, barrett's esophagus and dyspepsia. Galactorrhea not associated with childbirth. Concurrent conditions included constipation, melena and irritable bowel syndrome. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with tremor. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue") and seizure ("seizures"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with bilateral salphingectomy and hysterectomy to remove the essure implant on 11-aug-2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and neuropathy peripheral outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, neuropathy peripheral, pelvic pain, seizure and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-dec-2012: total bilateral occlusion on 27-dec-2010, the uterine contour and cavity were normal. Essure coils were identified in appropriate position. Neither fallopian tube was filled with contrast. On 11-may-2016, microscopy revealed uterus and bilateral fallopian tubes with essure. No pathologic abnormality, uterine cervix. Secretory endometrium. Focal adenomyosis, myometrium. Serosal congestion with minimal fibro vascular adhesions, left uterine cornu. Serosal congestion and fibro vascular adhesions and bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fup 2 and fup 3 processed together. Pfs received. New events added-seizures, tremors and neuropathy. On (B)(6) 2018: fup 2 and fup 3 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.